Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation along with the non-baxter vial. A visual inspection was performed and identified a white particle inside of the vial. It was also identified that there was a small area on the spike that was missing a piece. It was concluded that a piece of the spike had broken off into the vial while the vial was being spiked. An attempt was made to replicate the fragmentation, but the attempt was unsuccessful. The reported condition was verified but unable to be replicated. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small piece of plastic was noted in a bottle of a non baxter product during use with a solution administration set. This occurred during patient infusion. Upon disconnection of the set from the bottle, the reporter stated that a small chunk was missing from the spike of the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.